Manufacturer narrative:
(B)(4)

Event description:
Report rec'd of device failing sst (short self tests). Malfunction did not occur during patient use. Reportedly, malfunction resulted from a damaged oxygen sensor. The oxygen sensor was replaced, which resolved the reported issue. Device passed self-tests.